Manufacturer narrative:
The returned ingenio was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the device was exhibiting premature battery depletion, and therefore was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
There is currently no information available indicating whether the device is available for return. A request will be sent to the field rep to obtain that information. This report will be updated should additional information be provided. (B)(4).

Event description:
It was reported that the device was exhibiting premature battery depletion, and as a result, it was explanted and replaced. No additional adverse patient effects were reported.